Event description:
It was reported that during use, it was observed there was leaking from the port to the tubing connection. The event occurred at approximately the 24 hour mark of a 46-hour infusion. Examination of the tubing was performed and it was undetermined where the leak originated as the entire tubing was wet. The device system delivered fluorouracil. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one picture was attached to the complaint, according to picture attached the failure mode reported could not be confirmed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.